Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), on (B)(6)2024 , it was reported that the one infusion set were not adhering long enough and patient had to change earlier than the 7 days expected. No further information available.